Manufacturer narrative:
(B)(4). D6a: patient underwent an initial hip arthroplasty in (B)(6) of 2022. D10: item # 0106010005, avenirâ® mã¼ller, stem, standard, uncemented, ha, 5, taper 12/14, lot # 3080673. Item # p0461070, avan acet shell peg, lot # 0001551348. Item # p0461070, avan acet shell peg, lot # 0001552947. Item # p0606038, avan tap cort scr ss 4.5x38mm, lot # 0001327704. Item # 802202803, femoral head 12/14 taper 28 mm diameter +3.5 mm neck length, lot # 2998968. Item # p0561050, avan uhmwpe insert 50/28, lot # 0001538077. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision surgery approximately 2 years post implantation due to the stem impinging on the cup. The stem remained implanted. The head, liner and shell were replaced. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned; visual and dimensional evaluations could not be performed. Pictures provided shows the head, the cup and the inlay removed from the patient. The inlay is fractured. It could not be determined when the inlay has been fractured. A review of the device manufacturing records confirmed no abnormalities or deviations for both products. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed. The review identified ap pelvis and single view of the left hip demonstrates a left total hip arthroplasty in place with possible asymmetric position of the femoral head within the acetabular cup which could indicate underlying polyethylene wear. Plate and screw fixation device of the acetabulum also present. No radiolucency. No acute fracture. No evidence for impingement. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.